Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided information on how to perform a pump reset; the same issue did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.